Manufacturer narrative:
Date sent: 09/08/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure, the anvil would not lodge appropriately onto the trocar. The surgeon was able to manually lock the anvil onto the trocar. There was no adverse consequence to the pt.